Manufacturer narrative:
It was reported to abbott a patient had not charged their ipg for 5 years. The device became depleted. Surgery took place where the ipg was replaced. Difficulty was encountered while removing a lead from the header. The set screw was very difficult to remove the header of the ipg. The replacement was successful; just delayed. Therapy was restored. The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.